Manufacturer narrative:
Please refer to the attached report.

Event description:
Reportedly, the subject home monitor was installed on (B)(6) 2015. On (B)(6) 2017, the home monitor was reportedly out of order. It was noticed that the supply connector piece is loose. The home monitor will be returned.

Event description:
Reportedly, the subject home monitor was installed on (B)(6) 2015. On (B)(6) 2017, the home monitor was reportedly out of order. It was noticed that the supply connector piece is loose. The home monitor will be returned.